Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer had logged into pyxis and had navigated to the storage space configuration, where all drawers in auxiliary were opened. It was confirmed that drawer 2 was the one with defective rails. Subsequently, pyxis was turned off, and the back of auxiliary was accessed. A field service engineer removed drawer 2 for inspection. Upon examination, the engineer observed the bearings and the damaged cage, leading to the replacement of both broken rails. Afterward, pyxis was powered on again, and the engineer logged into the hardware test application (hta) to reboot pyxis. In the application, the customer logged into pyxis and conducted an inventory of the medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer did not come out fully when an attempt was made to open it. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.